Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms or battery error messages noted during testing. Power error detected alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Software error detected alarm was present in the pump history file due to software error. Unable to perform displacement test and occlusion test due to missing retainer. The insulin pump was received with the following physical damage: scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, peeling end cap address label, missing reservoir tube o-ring and partially broken off reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed power error alarm, power loss alarm, and post reset error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Alarms were cleared. The insulin pump was returned for analysis.